Manufacturer narrative:
On october 14 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged device control pcb upon troubleshooting an error message. The customer's technician evaluated the device and found that the line sensor assembly had failed as well, and has ordered replacement components to be sent for resolution. Haemonetics has sent a replacement device control pcb and line sensor assembly to be installed by the on-site technician, who will ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On october 14 2019 haemonetics received a report of a nexsys pcs 300 device which had observed an error code due to a failed dc pcb. Upon inspection the on-site technician found the dc pcb and line sensory assembly failed to thermal decomposition. Haemonetics has sent replacement components to the customer site to be installed by the on-site technician. The technician will perform the repairs necessary to replace the damaged component. The on-site technician will then complete any calibration activities required and will ensure the unit meets manufacturer specifications prior to being returned to service. There was no report of injury as a result of the damaged hardware. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor.